Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. The lead was explanted on (B)(6) 2024. No adverse patient consequences were noted.